Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was reported via phone call that they were using the auto mode feature on insulin pump at the time of high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with manual injection. The customer did experienced the symptoms such as headache. Customer¿s current blood glucose is 220 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.